Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, there was no physical damage found where the foreign material remained, and a deviation of the reprocessing procedure was not confirmed. Therefore, a definitive root cause for the presence of foreign material could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had insufficient or incorrect reprocessing. The issue occurred during reprocessing before an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found irrigation nozzle was blocked due to failures in the equipment reprocessing process. Should additional relevant information become available, a supplemental report will be submitted.